Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 3x distal locking, 2x proximal locking (most proximal distal screw is short, but couldn¿t be exchanged due to screwdriver being non captured). Part and lot identification are necessary for review of device history records, neither were provided. Per technique of the tibial nail system, captured and non-captured screw drivers are available for use during surgery. It was indicated that non-captured driver was used for removal. However, with the provided information a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial left tibia debridement and nail placement due to unknown trauma, the surgeon placed a proximal distal locking screw but found it was too short. Subsequently, attempts were made to retrieve the screw; however, they were unsuccessful as the screwdriver was unable to achieve adequate engagement with the screw head, resulting in the screw remaining implanted. Attempts have been made and no further information has been provided.